Event description:
The customer reported to maquet that a paint chip fell from the prx 8401 suspension central axle during a surgery, close to the sterile field. No injuries were reported. (B)(4). Reference MFR report number: 9710055-2013-00038.